Manufacturer narrative:
Additional narrative: UDI: the part number as unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. The brand name is unknown. The manufacturing location is unknown. The catalog number, lot/serial number is unknown. PMA/510(k) number is unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event it was reported that during an unspecified veterinary surgical procedure it was observed that the small battery drive device was working normally with the oscillating saw attachment but then simply stopped. The reporter stated that the event was either handpiece or (less likely) battery related. It was reported that the device would not work with a replacement battery or with any other attachments at that time. It was reported that the battery devices were inexplicably not charged. It was not reported if there was a delay in the procedure due to the event. It was reported that spare devices were available for use. There was no human patient involvement as this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.